Manufacturer narrative:
A gehc service representative recommended the replacement of the sensor interface board, however, repair was declined by the customer. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit switched to manual ventilation on its own. There was no report of patient involvement.